Event description:
It was reported that the lead exhibited less than 200 ohms impedance. The patient was in atrial fibrillation. The the pulse generator was reprogrammed from dddr to ddir.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.